Event description:
A report was received that the patient is having trouble charging their implant. A bsn representative analyzed the patient's database and confirmed premature battery depletion. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient is having trouble charging their implant. A bsn representative analyzed the patient's database and confirmed premature battery depletion. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information indicated that the patient underwent an explant re-implant procedure in which the ipg was replaced. The patient is reportedly doing fine. Device evaluation indicated that the ipg passed visual, performance and photographic imaging tests performed. The complaint of difficulty charging was confirmed. Sleep current was slightly out of the expected range. Depletion rate with stimulation turned off was 19.2mv per day which is slightly higher than expected. It was determined this slightly higher than normal current drain was from an ic component. It could not be determined conclusively, which ic is the root cause of the failure as the components are covered in epoxy. This makes test points inaccessible and troubleshooting to specific component level is not possible.